Event description:
During follow-up, increased capture threshold was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed rv lead dislodgement. No malfunction was alleged on the lead and the physiologist alleged the dislodgement was due to the patient's movement. The patient was in stable condition.